Manufacturer narrative:
The insulin pump was received with high idle current due to faulty interface board. No unexpected low reservoir alarm noted during testing. The unexpected restart alarm noted during unexpected restart error test due to faulty interface board. The pump was received with cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had low battery and low reservoir alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that when they get a low battery it resets the pump twice after they reinsert a new battery and it makes me go through a rewind process when old pump never did this. Customer noticed the low battery issue over a month ago. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.